Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 2. Reference MFR report: 1627487-2016-02424. It was reported the patient was not receiving effective stimulation. Lead diagnostics showed high impedances on all contacts for the right lead. The patient underwent surgical intervention where his leads were replaced with new ones. The patient is now receiving effective stimulation.